Event description:
Allegation received that the head section would not raise correctly. No injury reported.

Manufacturer narrative:
Tech found the head section would not raise due to a bad valve solenoid. Replaced the valve to resolve this issue.